Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed with the data captured in the submitted log file. The log file captured a pump stop on march 30 at 9:33 am. The driveline appeared to have been physically disconnected with associated hazard alarms being active (driveline disconnect, lvad off, low flow). The pump speed value was captured at zero rpm for approximately 3 seconds (9:33:25 to 9:33:28). At 9:33 am (29 second), the system recovered to 5,950 rpm and all alarms cleared. All other captured alarm events were low voltage advisory/power cable disconnect relating to routine depleting 14v batteries and power exchanges. It was noted the log file was retrieved from system controller (serial # (B)(6)). A root cause of the driveline disconnect alarm could not be determined during the evaluation. The system controller is not expected to be returned for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 04aug2021. Heartmate 3 patient handbook, rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ and low flow alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Low flow alarm indicating flow is less than 2.5 lpm. 1. Ensure that the driveline is connected to system controller. 2. Ensure that a power source is connected to system controller. 3. Clinically evaluate patient. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also, in section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Important! Do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed. Heartmate 3 instructions for use, rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline disconnect alarms that lasted for 8 seconds. The patient stated that no one had touched the driveline or controller. The log files confirmed a pump stop on (B)(6) 2022 between 9:33:25 and 9:33:28. The patient stated they were under a thick blanket and could not hear the alarms. Additional information repot that at the time of the alarm the patient was being picked up by emergency medical services (ems). Related manufacturer reference report # 2916596-2022-10176; 2916596-2022-10266.